Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1046778. Medical device expiration date: na. Device manufacture date: 15-feb-2021. Medical device lot #: 0015339. Medical device expiration date: na. Device manufacture date: 15-jan-2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd clear hub needle experienced foreign matter within the fluid path. The following information was provided by the initial reporter: customer found some attached foreign matters in the epoxy portion.

Manufacturer narrative:
H6: investigation summary it was reported there was some attached foreign matters in the epoxy. To aid in the investigation, seven photos were provided for evaluation by our quality team. The photos are in high magnification and show a needle assembly with no plastic shield or packaging blister. There is foreign matter adhered to the epoxy. No other defects or imperfections were observed. A device history record review was completed for provided material number (B)(4), lot numbers 1046778 and 0015339. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.

Event description:
It was reported that the bd clear hub needle experienced foreign matter within the fluid path. The following information was provided by the initial reporter: customer found some attached foreign matters in the epoxy portion.